Manufacturer narrative:
The product was not returned for evaluation, however, previous complaints were received and investigated for this part number, in which the reported failure mode was confirmed. Therefore, no further investigation tasks are deemed necessary. The root cause of the event can be attributed to a known inherent risk of the device. Previous investigations demonstrated that the trial femoral head may disconnect from the stem taper intra-operatively and flaps might bend or break off. These failure modes may further be exacerbated by excessive use of the device over time. The performance of the device is still within the risks level that are anticipated in the risk management documentation. The current design will be further monitored through post-market surveillance processes. No further actions are necessary at this time point. Should additional information be received or the device returned, the complaint will be reopened. No further investigation is warranted for this complaint. However, smith & nephew will continue to monitor for future complaints and investigate as necessary. This complaint investigation is considered closed.

Event description:
It was reported that during a tha, the inside prong of a trial femoral head 36 xs/-3 broke off. At this time, it is unknown if any pieces fell into the patient. The procedure was resumed, without any delay, using the same device. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.